Event description:
It was reported during testing at the user facility that the device was heating up during use. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported during testing at the user facility that the device was heating up during use. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.